Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error (b2063333). Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. There was a motor rate error revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the dirty worm coupling and worm gear. The plunger assembly, worm coupling, worm gear, lead screw, right clutch, and left clutch were replaced. The device then passed all functional tests.